Manufacturer narrative:
Product event : performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) and did not meet expected longevity. It was noted that there were high thresholds on the left ventricular (lv) lead. There was attempt to revise the lv lead, however the micro wire would not advance down the subclavian vein so the revision was aborted. The new device was reprogrammed from a dual-chamber pacing mode to a ventricular-only pacing mode. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).